Event description:
It was reported that this female patient had a revision on her right knee. Reason for the revision was not reported.

Manufacturer narrative:
(Device evaluated by MFR) pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given. Section h11: the following sections have corrected information: (b5) as reported by legal that this female patient had a revision on her right knee on (B)(6)2015. Patient had bilateral knee replacement surgery on (B)(6) 2012. Reason for the revision was not reported. No additional information available.

Event description:
As reported by legal that this female patient had a revision on her right knee on (B)(6)2015. Patient had bilateral knee replacement surgery on (B)(6) 2012. Reason for the revision was not reported. No additional information available.

Manufacturer narrative:
As a result of additional information, fields d1, d4, d10, and h6 have been updated. Added information to d8. D10. Concomitants: 13a2101 - cemex system fast genta 70g sn: (B)(6), 200-03-32 - one peg patella 32mm sn: (B)(6), 200-04-23 - cemented finned tib. Tra sz 2f/3t sn: (B)(6), 200-22-13 - cr tibial insert sz 2, 13mm sn: (B)(6), 232-02-02 - optetrak asy, cr porous femoral, sz 2, left sn: 1882105, 232-03-02 - optetrak asy, cr porous femoral, sz 2, right sn: (B)(6), 620-00-02 - platelet rich plasma kit with spray tips sn: (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02 sn: (B)(6) h3: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the tibial component and the bone which led to aseptic (non-infected) tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and tibial loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H10. Additional information - h7 & h9.